Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign objects in the air/water cylinder and that due to a pinhole on the channel tube, water tightness was lost. Due to wear on the angle wire, bending angle in the up direction did not meet the standard value and the play of the up/down knob was out of standard value. The adhesive on the bending section cover had a crack and a white-clouded area. The adhesive around the objective lens and light guide lens was peeled. The grip was shaved and switch 1 had a scratch. The plastic distal end cover had a burn, and the connecting tube had a scratch. It was also found that third party repair had been performed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope cleaning brush was clogged and got caught. It is unspecified when this issue was found. The device was returned for evaluation. During the device evaluation, foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The aware date should be 21-dec-2023.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water cylinder was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.